Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of black particles in tubing/chamber. The patient also alleged having coughing, sinus issue. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of black particles in tubing/chamber. The patient also alleged having coughing, sinus issue. There was no report of serious or permanent patient harm or injury. In the initial report, code for phelgm was not provided and code for sinus issue was incorrect. Which are updated in this report. The device along was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device was completed by the manufacturer and found evidence of unknown dust contaminant on the top enclosure and front panel of the device, a dark, unknown contaminant on the top enclosure, as well as on the rear panel, unknown contaminant on the bottom enclosure, an unknown dust contaminant on blower, blower seal, and blower box, liquid ingress on the blower and blower box, keratin-like contamination around the blower output seal. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed that the heater plate and heating tube heats properly. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with keratin-like contamination around the blower output sea, liquid ingress on the blower and blower box and unknown dust contaminant on the top enclosure and front panel of the device, a dark, unknown contaminant on the top enclosure, as well as on the rear panel, unknown contaminant on the bottom enclosure, an unknown dust contaminant on blower, blower seal, and blower box were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3, h6 has been updated/corrected.